Manufacturer narrative:
(B)(4). Based on the review of the x-ray views provided to st. Jude medical, the conductors do not appear to be externalized. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
During ICD replacement for eri, a fluoroscopic examination of the riata lead revealed externalized conductors above the superior vena cava coil. The electrical parameters were within range. The lead was capped and replaced with no adverse consequences to the patient. The patient is stable.